Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed damaged tubing. The reported condition was verified. The cause of the condition was user error; it was reported that a power injector was used to inject contrast dye through the tubing. The direction insert for this product states "do not connect any compressed gas device to intravenous injection sites". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink catheter extension set split during injection of computed tomography (CT) dye using a power injector. There was no patient injury or medical intervention associated with this event. No additional information is available.